Event description:
The customer stated that the device had no aubible alarm or beep when depressing the parameter keys. The cse inspected the device and replaced the power switch as a precautionary measure. The unit passed extended self testing. It is not verified that the audible alarm did not activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.